Event description:
The customer reported losing all parameters while monitoring a patient. There were no alarms generated by the monitor.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.